Manufacturer narrative:
The product information was not provided because strips no longer available and meter was discarded. The manufacture date could not be determined without the product information.

Event description:
The customer received a blood glucose reading of 97mg/dl on the contour next link, was retested on the doctor's meter and the reading was approximately 360mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant no adverse event was alleged. The product information was not provided. Replacement product was not sent.